Manufacturer narrative:
Information references the main component of the system. Other relevant devices are: etcf3636c49e, s/n: (B)(4); use by date: 2018-02-07; upn # (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 160 mm ruptured abdominal aortic aneurysm. The patient presented with back pain. It was reported that during the index procedure, after placement of the stent graft and endoanchors, a type ia endoleak was present. A proximal cuff was placed; however the wire had moved and the cuff was placed through the suprarenal bare stent of the endurant stent graft. Multiple unsuccessful ballooning attempts to open the cuff were performed and additional endoanchors were implanted. A second cuff was also implanted. The physician then decided to convert to an open repair. The patient expired during the operation. It was reported that the cause of death was due to blood loss and cardiac arrest. The physician stated the cause of the event was user error and anatomy; there was a short conical neck. No additional clinical sequelae were reported.